Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent recapturing difficulties were encountered. The approximately 90% stenosed target lesion was located in the right external iliac vein. After a 16x90/9fr 75cm wallstent® endoprosthesis was deployed in the proximal part of the lesion, a second 16x90/9fr 75cm wallstent® endoprosthesis was advanced distal to the first wallstent® with some overlap. During deployment, the physician decided to re-sheath the stent and adjust the landing zone of the stent. However, it was noted that the stent would not recapture even though the stent has not been deployed past the point of no return marker for recapture of the stent. The physician attempted to re-sheath again and was able to recapture the stent partially and then removed the device from the patient's body. A 16x90/9fr 75cm wallstent® endoprosthesis was then deployed without issues and the procedure was completed. No patient complications were reported and the patient was left in stable condition.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully mounted onto the delivery system. Blood was noted on the stent and inside of delivery device. The device was received with 4mm of stent partially deployed. During analysis multiple attempts of stent deployment and full recontsrainment were performed by the investigator. No resistance or any issues were noted resheathing the stent. The stent was fully deployed and no issues were noted with the stent that could have contributed to the complaint incident. No damage or issues were identified with the tip that could have contributed to the complaint incident. A visual and tactile examination identified one severe kink 215mm proximal to the tip; this type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination of the stent cups and stent holder identified no damage or issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent recapturing difficulties were encountered. The approximately 90% stenosed target lesion was located in the right external iliac vein. After a 16x90/9fr 75cm wallstent endoprosthesis was deployed in the proximal part of the lesion, a second 16x90/9fr 75cm wallstent endoprosthesis was advanced distal to the first wallstent with some overlap. During deployment, the physician decided to re-sheath the stent and adjust the landing zone of the stent. However, it was noted that the stent would not recapture even though the stent has not been deployed past the point of no return marker for recapture of the stent. The physician attempted to re-sheath again and was able to recapture the stent partially and then removed the device from the patient's body. A 16x90/9fr 75cm wallstent endoprosthesis was then deployed without issues and the procedure was completed. No patient complications were reported and the patient was left in stable condition.